Event description:
The customer reported bellavista1000 having technical failure 401 -inspiration valve or device leaky happened after every on off cycle. The issue happened prior use. Furthermore, the customer confirmed that there was no patient associated with the event.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for investigation. However, vyaire medical advised customer to replace the nt inspiration valve. No exact root cause has been determined at this time . Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the root cause was determined to be due to a defective inspiration valve nt. The issue resolved after a schmidt engineer replaced the inspiration valve.